Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, additional information indicates that this explanted product was returned but no analysis was performed as reported allegation of infection were known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead had a pocket infection. No additional adverse patient effects were reported. The rv lead was explanted.